Manufacturer narrative:
Please note: this ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This one of four products involved with this adverse event in which associated manufacturer report numbers are 9616099-2007-01937, 9616099-2007-01938, 9616099-2007-01939 and 9616099-2007-01940. Additional information will be submitted upon 30 days of receipt.

Event description:
The day following the index procedure the patient experienced a non-q wave myocardial infarction in an undetermined location. This was treated with routine post procedure medications. It was also noted that 27 days later the patient had angina pectoris. The patient was initially admitted in 2007, with stable angina pectoris. The patient had a target lesion in the circumflex and first obtuse marginal branches. The lesion was type c, de novo, bifurcated, irregular and eccentric with 70% stenosis. The lesion length was 25mm and the vessel diameter was 3.25mm. The lesion was pre-dilated. Then a 3.5x18mm cypher select plus stent was implanted at 16atm, a 3.5 x 23mm cypher select plus stent was implanted at 18atm, a 2.75 x 18mm cypher select plus stent was implanted at 15atm and a 2.75 x 13mm cypher select plus stent was implanted at 17atm. The patient's medications include the following: aspirin (pre and post procedure), clopidogrel (pre and post procedure), statins (pre and post procedure), ace inhibitors (pre and post procedure) and beta-blockers (pre and post procedure).